Manufacturer narrative:
(B) (4).

Event description:
The catheter had become dislodged approx one month after implantation; the device was simply shut off. Per the reporter, the device "wallowed around in their abdomen for approx 3 years" before it was explanted. During the removal process, it was reported that the catheter was "wrapped around" (no further details provided). The pt received oral medication over the years; they are currently on hydrocodone for pain control. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.